Manufacturer narrative:
The pump was received with a blank display due to corrosion on the lcd board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the failed battery test alarm, battery out limit alarm, low battery alarm due to the blank display. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device had low battery alerts, battery out limit alarm, failed battery test, and blank display. The customer's blood glucose level had been as high as 300 mg/dl, and as low as 43 mg/dl. The customer declined to troubleshoot for their blood glucose. Troubleshoot for the pump was conducted. The customer was advised the pump would be replaced and returned for analysis.